Event description:
It was reported to philips that the system's view monitor was not displayed after system start-up, preventing visualization of the live image and making imaging-guided procedures impossible. The patient was moved to another system.the system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.